Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of 'open' button failures on the channel a keypad was confirmed during product evaluation. The root cause was assigned to an inoperable open key. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92. A device history review revealed the 4psi reading failed during testing. The pump was reworked and passed all subsequent testing.

Manufacturer narrative:
(B)(4). The reported condition of "open" button failures on the channel a keypad was confirmed during product evaluation. The assignable cause was an inoperative open button on the channel a keypad. A service history review revealed that this device was previously serviced for the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The technical service officer reported a colleague infusion pump with "open" button failures on the channel a keypad. The event was reported to have occurred before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 5.48.92.